Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Citation: j am coll surg 2005;201:834¿840; doi:10.1016/j.jamcollsurg.2005.07.010. (B)(4).

Event description:
It was reported via journal article: "title: use of resterilized polypropylene mesh in inguinal hernia repair: a prospective, randomized study" author(s): asim cingi, md; manuk n manukyan, md; bahadir m güllüoglu, md; afsar barlas, md; cumhur yegen, md; rifat yalin, md; nuray yilmaz; a özdemir aktan, md citation: j am coll surg 2005;201:834¿840; doi:10.1016/j.jamcollsurg.2005.07.010. The purpose of this randomized prospective study was to compare original and resterilized mesh used during repair of inguinal hernia on infection rates in the surgical site. In this study, original and resterilized prolene meshes were used in two groups of patients with unilateral inguinal hernia. Between february 2001 and march 2004, 184 patients with primary unilateral inguinal hernia were randomized into two groups: original 6 x 11 cm prolene mesh (ethicon) (n=91, male=82 female=9; age range 18 ¿ 90 years, mean age 56.9 years; bmi (kg/m^2) 25.4 ± 3.9) and resterilized 6 x 10 cm prolene mesh (ethicon) (n=93, male=83 female=10; age range 18 ¿ 89 years, mean age 55.8 years; bmi (kg/m^2) 25.1 ± 3.9). For both original and resterilized, prolene mesh was cut to match the size of the inguinal floor and then sutured with 2-0 prolene sutures (ethicon). Six interrupted sutures, one to the lacunar ligament on the medial side; two each to the inguinal ligament and anterior rectus sheath; and one lateral to the deep inguinal ring to attach the free legs of the mesh, were used to fix the mesh. Postoperative complications for original mesh included hematoma (n=2); recurrence (n=1); and persistent pain (n=?). Postoperative complication for resterilized mesh included hematoma (n=1); deep infection (n=1) which required mesh removal 14 months after operation; and persistent pain (n=?). It was concluded that the use of a resterilized mesh for inguinal hernia repair is feasible without considerable changes in infection and recurrence rates.